Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, exact date not provided. Best estimate is between (B)(6) 2020-(B)(6) 2020. (B)(4). Device evaluation: product evaluation was not performed because per the external communications, the product is not being returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Note: the device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted. It was learned that this was due to missed refraction. It was replaced with a same model but different diopter power (16.0) lens. There was no patient post-op injury and the suspect iol is not being returned. No other information was provided.